Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was not reproduced. System error 320 was confirmed through review of the event history log. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out, delaying therapy for over an hour. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.